Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the mobile system within 10 minutes: 8 mmol/l, 19.5 mmol/l and 8 mmol/l. The lot number of the test cassette was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.